Manufacturer narrative:
Submit date: 02/23/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the device is leaking around the entrance site and there is catheter migration.

Manufacturer narrative:
Submit date 2017-july-05 the lot number involved was not provided; therefore the device history record (DHR) review cannot be performed. However, all dhrs are reviewed for accuracy prior to product release. The product sample was received for evaluation and investigation. The catheter showed signs of use (dirt). Visual inspection of the catheter revealed that the cuff was removed from the original location. Magnified photos were taken and a layer of glue with no cuff remains was observed in the proper cuff location. No cuts were observed in the silicon tubing. The process failure mode and effects analysis (pfmea) was reviewed and an ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as manufacturing related. During sample evaluation it was determined that more likely, the operator applied a too much silicone adhesive during the cuff bonding operation, generating an extra glue layer unable to maintain the cuff in place. No complaint triggers or trends were identified. This complaint is considered as a fast track event since it is reportable and was confirmed as device related. Therefore, a corrective and preventative action (CAPA) has been opened to further investigate this issue and evaluate the controls that are in place during the manufacturing activities. The definitive root cause wil l be determined through this CAPA investigation. If further evidence becomes available, this complaint investigation will be reopened to be updated accordingly. It must be noted that in-process controls, such as personnel training, incoming quality acceptance test ing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the device is leaking around the entrance site and there is catheter migration.